Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that a no delivery occurred during bolus. The customer also stated that insulin did not exit and received a no delivery alarm during fixed prime. The customer also stated that they filled cannula but froze at 3.7 units and jump to 4.5 units and bunch of insulin came out at the end of the set. The insulin pump will be returned for analysis.